Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated short interval counts (sic) and non-sustained tachycardia (nst) episodes. The pacing impedance also exhibited fluctuations. The lead remains in use with close monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284vrc: implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).